Event description:
Procedure: lap appendectomy. According to the reporter: the surgeon fired once across the appendix. Once firing was complete and knife blade retracted, the pt's tissue was "stuck" in the stapler reload and had to be pulled out/off of the reload with a grasper. The pt's cecum tore from pulling the tissue off of/out of the reload and was sewn closed. The surgeon sewed the hole closed with suture. The account did not retain the packaging, so lot number is not available. No tissue reinforcement was used.

Manufacturer narrative:
(B)(4).